Event description:
It was reported by the patient that the patient had a c section in march and surgifoam sponge was placed in uterus to control hemorrhage. After surgery, the patient was told that an infection and abscess had occurred. The patient is now having intense pain and swelling in the abdomen. The patient state that the patient has a screen shot of implant record with lot number and code and can send that via email. (B)(4).